Event description:
It was reported that during the procedure to treat a de novo tandem lesion in the proximal to mid left anterior descending artery (lad) with moderate tortuosity, moderate calcification, and 90% stenosis. A non-abbott guide wire was advanced and pre-dilatation was performed with two non-abbott dilatation catheters. Another non-abbott guide wire was advanced as a buddy wire into the 1st diagonal. A 2.5x12 promus stent delivery system (sds) was advanced to the mid lad and became entangled with the non-abbott buddy guide wire in the 1st diagonal at the hub of the non-abbott guide catheter and resistance was encountered with the buddy guide wire. The promus sds was withdrawn with the buddy guide wire as a single unit from the patient anatomy and it was confirmed that the buddy guide wire was entangled with the stent. Outside of the patient anatomy when removing the buddy guide wire from the stent, the stent became elongated. A new 2.5x15 promus sds was advanced to the mid lad and the stent was deployed at 14 atmospheres. Intravascular ultrasound was performed. A 2.75x28 was then advanced to the proximal to mid lad and the stent was deployed at 14 atmospheres. Post dilatation was performed successfully with an unspecified dilatation balloon to complete the procedure. Reportedly, the physician commented that the incident appeared to be caused by the entanglement of the two guide wires. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: rinato, runthrough intermediate, guide cath: launcher 6fr sl3.5. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Entanglement could not be replicated in a testing environment as it was based on operational circumstances. Guide wire resistance testing could not be performed due to the condition of the returned device. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.